Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 232 mg/dl. The cause for bg level was unknown. Customer was treated with fluids and chest x-rays were taken. Customer was released from the ER 5 hours later. Reportedly, customer's blood glucose level lowered to the 100 mg/dl range.